Event description:
A consumer reported receiving a low blood glucose reading of 169mg/dl when compared to a laboratory result of 288mg/dl. These values when plotted on a clarke error grid fall into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment recorded with the event.